Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of corynebacterium , which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient has an infection in the peritoneal area and started antibiotics on (B)(6). In additional follow-up call, the pd nurse confirmed that on (B)(6) 2026 this patient was seen in the outpatient pd clinic with symptoms of abdominal pain and cloudy pd effluent. The patient had a pd culture obtained (the same day) which was positive for growth of the bacteria corynebacterium. The patient was initiated on antibiotic therapy utilizing intra-peritoneal (ip) vancomycin and cefepime (dose not provided) for a diagnosis of peritonitis. The patient is recovering from the event and continues pd with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique.